Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of the motor not running was confirmed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had stopped working. The device was used in surgery. No injury or medical intervention occurred. There was no add'l info provided.